Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number huyb0229 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair ventral and inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number huyb0229 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair ventral and inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with symptomatic ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #1). Per operative notes, "lysis of adhesions was required and the defect was identified. A composix l/p mesh (device #1) was placed through the middle of the defect and secured.¿ (B)(6) 2013 - patient was diagnosed with symptomatic recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #2). Per operative notes, "dense adhesions noted to the previously placed mesh were lysed. A composix l/p mesh (device #2) was secured into the peritoneal cavity, brought out through the defect with suture and secured." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of sepramesh ip (device #3). Per operative notes, "hernia defect was easily reduced. A small section of sepramesh ip (device #3) was secured into the peritoneal cavity, sewn circumferentially into the defect and sutured." (B)(6) 2015 - patient was diagnosed with ventral & left inguinal hernia thereby underwent repair with mesh removal (device #1, #2 & #3). Per operative notes, "the old mesh (device #1, #2 & #3) had retracted and was noted to be in a ball. This was excised. Limited lysis of adhesions was required. A prolene mesh was secured with sutures." Attorney alleges that the patient had adhesions, hernia recurrence, infection, excised abdominal wall sinus, extensive scar tissues, excision of mesh and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions and material deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr was submitted to represent sepramesh ip (device #3). Additional emdr's were submitted to represent mesh ¿ composix l/p (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.